Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer has no signs of smoke, heat or water damage. It is noted the programmer was cleaned when received and now does not smell of smoke during bench testing. Analysis also found the ECG (electrocardiogram) connector is loose on the lem (link electronics module) printed circuit board assembly. System fan is intermittently noisy. Concomitant medical products: 229047 analyzer. (B)(4).

Event description:
It was reported the programmer was located in a medtronic employee's home at the time the house suffered a fire. The medtronic employee then returned the programmer to medtronic service for repair, since the programmer had been in the home at the time of the fire. Even though the programmer sustained no fire damage and booted up fine, it smelled of smoke. There was no association between the programmer and the cause of the house fire. The programmer was returned to the manufacturer for repair and subsequently tested out of specification during manufacturer's analysis, unrelated to the reason for return.

Event description:
It was reported the programmer was involved in a house fire. The programmer boots up but smells of smoke. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
Product event summary: analysis found the programmer had no signs of smoke, heat or water damage. The programmer was cleaned when received and did not smell of smoke during bench testing. Unrelated to the reason the programmer was returned (smoke smell), analysis noted that the ECG (electrocardiogram) connector was loose on the lem (link electronics module) printed circuit board assembly, functional tests were out of specification, programmer logs showed an error message, and the system fan was intermittently noisy. The lem board was replaced and calibrated to resolve the loose ECG connector and out of specification functional tests issue, and the system fan was replaced to correct the noise issue. Software was also reloaded on the programmer due to the error found in the programmer log. The programmer passed all final functional and system tests.